Manufacturer narrative:
E1: the reporting facility phone number is (B)(6). H3, h6: initial actions (corrective and/or preventive): currently no general problem has been detected for the installed base which requires an immediate action. Manufacturer's preliminary results and conclusion: it was identified that the snap ring that keeps the roll of the cable holder in place was not fastened correctly, because the groove in which the snap ring sits was damaged. Therefore, the cable hose holder could fall down. The root cause for the damaged snap ring groove has not been determined yet. Investigation is ongoing. A supplemental report will be submitted to the FDA if additional information is found upon the completion of the investigation.

Event description:
Siemens healthineers became aware of an issue with the luminos drf max system. It was communicated to siemens healthineers that a corrugated cable holder of the display ceiling stand fell. No one was in the room when the assembly fell, therefore, no injury occurred. It is assumed that in a worst-case scenario, a serious injury could result from the falling assembly if the event were to reoccur.

Manufacturer narrative:
H3, h6: siemens healthineers completed the detailed investigation of the reported issue. The cable holder of the dcs (display ceiling stand) fell down. The analysis of the provided pictures and the investigation of the returned cable trolley showed that the edge of the groove that should hold the snap ring was broken. Therefore, the snap ring failed which led to the roll was not held in place anymore and slipped off the bearing. This led to the cable trolly falling. The visual check of the roll also revealed wear and tear as well as some larger damages. The determined damages are not related to normal use. Lateral force must have been applied to the cable trolley. In general, only movements in the direction of the rail are allowed to avoid forces that are applied from the side. Typical lateral forces would be pulling the cables sideways (by hand, or by a movable device in the room) or other kind of impact on the pulley. The affected cable trolley was already replaced at customer site. The replacement solved the issue. Shs internal post market surveillance does not indicate a general problem with the spare part. Furthermore, the maintenance instruction was checked and found to be adequate. Since no general problem is known the complaint is closed with this statement and without further measures.